Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data:b.5, d.6b, h.6.

Event description:
Device was explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior, broken plug strap, delamination of the plug strap disk shell and crease fold. Leak test and microscopic analysis was performed which identified: sharp on posterior, non-penetrating nicks, puncture opening on radius, striated broken of the plug strap and delamination (<75% partial separation). A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: punctured assessed as surgical damage like. Sharp opening on posterior assessed as an unidentified (tear) opening. A delamination partial of the plug strap disk shell (cohesive failure). Striated broken of the plug strap assessed as surgical damage. Additional, changed, and/or corrected data: d9, h3, h6.